Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10 keeping UDI partial in emdr (1436332) as serial number is unavailable. (B)(6) called stating an autofill failure alarm had appeared on a cardiosave. He and a teammate had been trying to resume therapy by simply pressing the start key. Esp personal reviewed possible causes of the alarm and troubleshooting of the alarm. He tells me the patient is on covid precautions and he is not able to enter the room to identify the catheter. (B)(6) stated his colleague is in the room and he will try and identify the catheter. (B)(6) is also unable to do so because the white y fitting is under allot of dressing. He then reveals it is an axillary insertion. Esp personal reviewed and said esp personal could only troubleshoot from a femoral approach and that axillary insertion is off label use of the catheter. (B)(6) verified with his colleague in the room that there are no signs of blood in the helium tubing and all tubing connections are secured. He then relays to use the iab fill followed by the start button. This results in (B)(6) telling esp personal that he thinks esp personal fixed the issue because this is the longest the pump has run in the last 20 minutes. Esp personal reviewed again with (B)(6) possible causes of an autofill failure message. Esp personal gave him esp direct number to call back if the alarm returns and more assistance is needed. He is very appreciative of giving out esp personal's direct number and states he hopes not to talk with esp again that day. He does not call again as of the time of this report at 8pm the same day.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial number - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.